Manufacturer narrative:
Imaging for this case was returned to edwards lifesciences for review. The imaging received was reviewed by an edwards lifesciences physician proctor; tee and tte were not provided. Angiography: due to quality of imaging difficult to grade calcium. Bav performed (unknown size). Balloon shifts out of annulus into aorta. Without aortogram cannot determine sizing appropriateness. Crimped valve co-axial within annulus, wire in good position within apex. Cannot determine if amplatz catheter caused injury, no images provided. Initially, pre-deployment valve lies 50:50. Upon deployment valve landed too low and no longer co-axial. Compared to sov valve appears too large. Cannot confirm rupture, perhaps behind valve in post deployment image. CT images: 3mensio images were reviewed. Oval annulus measured in hospital 28mm x20mm area 440mm² observations: could not confirm reported rupture. Possible hematoma lead to rupture over time. Event was not captured on images provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, due to the limited case imaging provided, the annular rupture itself could not be confirmed. The information in the report suggest patient and procedural factors [i.e. (B)(6) year old female patient, concomitant devices used [amplatz left catheter during valve crossing and the straight wire]] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing. The case imaging will be reviewed by edwards lifesciences.

Event description:
After deployment of 26mm sapien xt valve an annular rupture occurred. The rupture was surgically repaired and at last report the patient had been discharged. After deploying the valve in a 50:50 position, trace pvl was noted. The novaflex device was removed without incident. Within 5 minutes, the patient's blood pressure dropped significantly. The echo was reviewed which showed a pericardial effusion. The surgeon performed a pericardial window to release the cardiac tamponade. The surgeon then decided to perform a full sternotomy without cardiopulmonary bypass. A small perforation was present at the left coronary cusp. The surgeon used a topical sealant to seal the perforation. It is unclear how the perforation occurred as no dissection was present. It was speculated that it could have been the amplatz catheter during crossing the valve or even the straight wire. It was also speculated that a small piece of calcium could have been the culprit although there was minimal calcium present. The patient required 2 units of ffp and 2 units of prbc. No support of any kind was used for this patient. At 1800 hours on (B)(6) 2015 patient was awake, alert and neurologically intact.